Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the uretero-reno videoscope exhibited metal protrusion from curved tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Evaluation found that the bending tube was sticking out. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be caused by stress of repeated use, external factors, or handling of the device since scratches on the insertion section and a pinhole on the bending section were observed. The event can be prevented by following the instructions for use which state: it was confirmed that instructions for urf-v3 chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.